Event description:
Procedure performed: lap chole. Incident description: surgeon stated that the clip is misfiring. Surgeon stated that several clips were released at the same time. When they got one clip in the feeder and fired it, the clip did not close the entire way (not closed completely at the apex). Surgeon does not trust the clip and is concerned for bile leaks. I asked if the resident or the surgeon fired the clip applier. He stated both. I confirmed that there was not a clip in the jaws when passing it through the 5mm trocar. I also confirmed that the trigger was pulled the entire way back to the handle (plastic to plastic). We discussed the clip being released in the cholangiogram zone and the surgeon confirmed they had closed the trigger the entire way. This is the second clip to have misfired. The first clip applier malfunction was almost two weeks ago. The hospital did not submit a cer because they thought it was user error. They do not have the first clip applier to return, but they are returning this second malfunctioned device. No other surgeon is having any issues, and this is the first incident since the conversion in february. Additional information received via email on 20nov2018 from applied medical account manager: lot number is unknown. The device is not available for return. I did not find out about it until afterward. I believe the only issue was that the clip did not close, and this is the first issue in 9 months, so the or staff did not think it was a malfunction on the device but rather user error. Intervention: they pulled a second clip applier that functioned properly. Patient status: patient was not harmed.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. Incident description: surgeon stated that the clip is misfiring. Surgeon stated that several clips were released at the same time. When they got one clip in the feeder and fired it, the clip did not close the entire way (not closed completely at the apex). Surgeon does not trust the clip and is concerned for bile leaks. I asked if the resident or the surgeon fired the clip applier. He stated both. I confirmed that there was not a clip in the jaws when passing it through the 5mm trocar. I also confirmed that the trigger was pulled the entire way back to the handle (plastic to plastic). We discussed the clip being released in the cholangiogram zone and the surgeon confirmed they had closed the trigger the entire way. This is the second clip to have misfired. The first clip applier malfunction was almost two weeks ago. The hospital did not submit a cer because they thought it was user error. They do not have the first clip applier to return, but they are returning this second malfunctioned device. No other surgeon is having any issues, and this is the first incident since the conversion in february. Intervention: they pulled a second clip applier that functioned properly. Patient status: patient was not harmed.